Event description:
It was reported that there were several instanced of alerts for right ventricular (rv) lead impedance not taken. Data revealed that this occurred when the device was programmed to certain settings and there was also loss of atrial capture. In this scenario, the patient¿s intrinsic ventricular event occurs during a time interval when it is disregarded by the device and cannot be used for the impedance measurement. No action was taken and the device and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4568-53 lead implanted: 1999 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. Lead impedance not taken alerts were noted on the save to disk file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.